Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3- "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. B4- "26-jul-2019" should be corrected to "04-nov-2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race:unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.00/2.5/093 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens implanted, removed, and replaced intraoperatively for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.